Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead had to be surgically re-positioned as a result of micro-dislodgment just a short time after implant. There were no reported adverse patient symptoms associated with this clinical observation, beyond the surgical intervention.

Manufacturer narrative:
To date, information suggests that this rv lead was re-positioned and now remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.